Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor ran hot, the gear was damaged, and the device was in need of service. Inspection and maintenance were performed and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Device was returned for service. During service, technician found the gear damaged and the motor very hot. This is report 1 of 1 for complaint #(B)(4).